Event description:
Additional information received indicated that this device was explanted and replaced. No adverse patient effects were reported.

Event description:
Additional information received indicated that the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
(B)(4). Additional information is expected. This report will be updated upon receipt.

Event description:
Boston scientific received information that the pacemaker prematurely triggered end of life (eol). The device remains in use and is scheduled to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information is expected. This report will be updated upon receipt.